Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity c calcium assay did not identify any trends related to the complaint issue. Additionally, no trends were identified for lot 08921un25. Device history record review did not identify any non-conformances or deviations associated with lot 08921un25 and the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c calcium reagent lot 08921un25 was identified.

Event description:
The customer observed a falsely elevated alinity c calcium for an 87-year-old female. The result was not reported out of the laboratory. The following results were provided: reference range 2.2 - 2.6 mmol/l. (B)(6) 2026, sid (B)(6), initial calcium result= 3.61 mmol/l; repeat results= 2.08 mmol/l, 2.11 mmol/l. Historical result (B)(6) 2026= 2.17 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated alinity c calcium for an 87-year-old female. The result was not reported out of the laboratory. The following results were provided: reference range 2.2 - 2.6 mmol/l. On (B)(6) 2026, sid (B)(6), initial calcium result= 3.61 mmol/l; repeat results= 2.08 mmol/l, 2.11 mmol/l. Historical result (B)(6) 2026= 2.17 mmol/l. There was no impact to patient management reported.